Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was gripping tissues once the clip was in place. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: vein tissue was adhered to the instrument. Tissue was getting caught inside the jaws of the instrument. The tissue was released with an instrument. No tissue was removed due to this event. There was no bio debris build-up on the electrode prior to the interaction where sticking was observed. There was no bleeding due to this event. According to the surgeon, this event did not affect the patient¿s health and there is no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications.